Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -2.75 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - lens was exchanged on 16 may 2023 for a same model different diopter lens and problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).